Event description:
It was reported that the customer received a motor error alarm. The customer's blood glucose level was not reported. The product was returned. Nothing further to report.

Manufacturer narrative:
No unexpected motor error alarms were noted. The insulin pump passed the displacement, rewind, basic occlusion, prime, occlusion, excessive no delivery and motor tests. The insulin pump was received with minor scratches on lcd window, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.